Event description:
It was reported by globus medical japan, that a rise spacer backed out approximately 4 months post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was retained by the patient. The imaging provided appears to show a separation between the endplates of the vertebral bodies and the endplales of the rise spacer. It's possible that insufficient expansion of the spacer could lead to less purchase into the endplates. However, the exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.